Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse replaced the wash home sensor and primed the aia-900 instrument without any issues. On (B)(6) 2018, the fse returned to the facility due to customer's reported return of error 4251 from (B)(6) 2018. Fse replaced the washer assembly and the cable from the wash home sensor to the lqc (liquid quality control) board. Fse then ran daily check and quality controls (qc). All results passed within acceptable range. The customer ran over 100 patient samples and the reported error cleared. On (B)(6) 2018, customer notified tss that they ran quality controls (qc) and all are in acceptable range and no errors appeared. The aia-900 instrument was functioning as intended and the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages indicate that 4251 wash-syringe home detect error is generated when the home sensor s100 failed to be activated after the wash syringe moved toward the home position. No further operation will take place.. The solution is for the customer is remove the impediment or other cause of the error. Check s100 and pm100 for a possible malfunction. The most probable cause of the issue is due to defective wash syringe assembly.

Event description:
On (b)96) 2018, a customer reported getting persistent error 4251 wash-syr home detect on the aia-900 instrument. The customer is unable to run patient samples for beta human chorionic gonadotropin (bhcg) and hemoglobin a1c (hba1c). On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of bhcg and hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.